Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the estimated glucose values (egvs) have not changed in 4 hours, but trend arrow changes direction on the mobile cgm application. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the frozen egvs could not be determined. A root cause could not be determined.